Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4). High test results (B)(4).

Manufacturer narrative:
The customer performed a visual examination of the suspect sample, no issues of fibrin were observed. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Both the architect system operations manual (list number 201837-108) and the architect alpha-fetoprotein (afp) reagent package insert (48-8962/r3) provide information that addresses the customer's current issue. Based on the available information, no product deficiency was found. Per the reagent package insert, the customer followed the recommendation of performing additional testing since the initial alphafetoprotein (afp) results were not consistent with the clinical evidence.

Event description:
The customer states that one patient sample generated an architect afp assay result of 106.93 ng/ml. Previously, this same patient had an afp result of 1.8 ng/ml. The present sample retested at 2.12 ng/ml. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.